Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a primary hip procedure. During the procedure, the handle of the screw driver was spinning on the shaft. The surgery was completed using another screwdriver. No adverse event or delay was reported.

Manufacturer narrative:
Upon reassessment based on the additional information received, the malfunction reported in the event is determined to be not reportable initial report was submitted in error. Hence the initial report submitted needs to be voided.

Event description:
No further event information available at the time of this report.